Manufacturer narrative:
E1: patient city: (B)(6). Patient country: india.

Event description:
Unomedical reference number (B)(4). Event occurred in india. It was reported that the patient experienced a product issue, specifically, the tape did not adhere properly to their skin after the first day of use. The product had been in use for one day and the patient prepared the site by cleaning it with an alcohol swab. They allowed the alcohol to dry before inserting the infusion set and did not use any soaps, gels, or lotions on the site. The patient did not use additional tapes to secure the infusion set and did not perspire heavily. No further information available.